Event description:
It was reported that the asymptomatic patient presented in the operating room during device change out, and device was found to be in backup vvi mode. A device download was performed successfully. Upon further investigation, it was noted that two aborted charges were detected after shock therapy was delivered and did not convert the patient. External defibrillation was delivered after the failed shock. After restoring the device, capacitor maintenance was performed, and an alert for possible hv circuit damage was noted. The device was explanted, and lead was capped. The patient was fine after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the reported field event of backup vvi was confirmed in the laboratory and was due to a power-on reset. Review of the device image indicated that alerts for shorted output stage detection and over current detection were observed. Bench testing identified that the output circuitry was damaged. The cause of the damaged output circuitry could not be determined.